Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in a 35-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2007, anxiety disorder, dysfunctional uterine bleeding, gastroesophageal reflux disease, lumbar disc degeneration and urinary tract infection. Concurrent conditions included gastric pain, irritable bowel syndrome, penicillin allergy (codeine. E-mycin (erythromycin) vomiting. Penicillin rash), hand rash, vomiting, chest pain, breast pain, menstruation irregular, hot flashes, back pain, soft tissue swelling, menometrorrhagia, lumbosacral spondylosis without myelopathy, leg pain, sacroiliitis, anemia, tobacco abuse, bronchitis, dehydration, deviated nasal septum, gastroesophageal reflux, hematuria, herpetic ulceration of vulva, hyperlipidemia, pruritus vulvae, alopecia, ovarian cyst, female pelvic peritoneal adhesions, itching, difficulty sleeping, vaginal prolapse, hemostasis and multiparous. Concomitant products included alprazolam, calcium carbonate;colecalciferol (calciu d3), cefalexin (keflex), cyanocobalamin, hydrochlorothiazide and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced back pain ("back pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and headache ("headches"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, migraine, headache and vaginal haemorrhage had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, migraine, headaches. One coils were noted on the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2015: 1. No evidence of an intracranial hemorrhage or space occupying process_ 2. Mild frontal atrophy 3. Mild nasal septal deviation to the right. Hepatobiliary scan - on (B)(6) 2008: 1. The gallbladder was demonstrated at a normal time appearance of 35 minutes. 2. Transit time to the small bowel was 15 minutes. 3. There appears to be a normal progressive hepatic clearance at 60 minutes.. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test result : bilateral occlusion.. Pathology test - on (B)(6) 2014: uterus, labeled "endometrial curetting¿s," hysteroscopy with dilation and curettage: - proliferative phase pattern endometrium with intra stromal hemorrhage, negative for hyperplasia, atypia or malignancy. - fragments of benign endo cervix also identified.; on (B)(6) 2016: endometrium, curettage: - weakly proliferative endometrium with prominent, decidualized stroma, consistent with exogenous progestational hormone effect. Ultrasound abdomen - on (B)(6) 2008: the abdominal aorta was identified measuring 2.2cm in its greatest diameter with no aneurysmal effect being noted.; on (B)(6) 2012: the spleen was identified measuring 11.2cm in length times 6.1 cm being normal size with no splenic defects being identified. Imaging over the right and left lobe of the liver, the liver appears to be of normal size. No cystic or solid mass was noted involving either right or left lobe of the liver, no intrahepatic ductal dilatation was noted.; on (B)(6) 2016: abdominal pain and gerd (gastroesophageal reflux disease); on (B)(6) 2016: abdominal pain and gerd (gastroesophageal reflux disease) cholelithiasis without evidence of acute cholecystitis. 2. No biliary ductal dilatation.. Ultrasound pelvis - on (B)(6) 2014: 1. The uterus was identified measuring 9.1 cm x3.8 cm in normal size and anteverted. Endometrial cavity echo thickness is 5.6 mm. The proximal aspect of the right and left essure implants were identified, 2. The right ovary was identified measuring 2.8 cm x1.4 cm. No cystic or solid mass was noted involving the right ovary. 3. The left ovary was identified measuring 3.4 cm x3.5 cm. A 1.6 cm x1.8 cm simple cyst was noted involving the left ovary. 4. I do not identify evidence of free fluid in the cul-de-sac.. X-ray - on (B)(6) 2015: spot fluoroscopic image demonstrates a spinal needle overlying the lower lumbar spine near midline. Contrast material emanates from the needle tip.; on (B)(6) 2015: a spot fluoroscopic image demonstrates a spinal needle overlying an si joint. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, vaginal bleeding, low back pain, dyspareunia. Most recent follow-up information incorporated above includes: on 17-oct-2019: pfs and mr received: new events added: abnormal bleeding (vaginal). Event onset date, event outcome were added. Lot number were received. Reporter information were updated. Patient history, lab data,concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in a 35-year-old female patient who had essure (batch no. 627304) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included loop electrosurgical excision procedure in 2007, anxiety disorder, dysfunctional uterine bleeding, gastroesophageal reflux disease, lumbar disc degeneration and urinary tract infection. Concurrent conditions included gastric pain, irritable bowel syndrome, penicillin allergy (codeine. E-mycin (erythromycin) vomiting. Penicillin rash), hand rash, vomiting, chest pain, breast pain, menstruation irregular, hot flashes, back pain, soft tissue swelling, menometrorrhagia, lumbosacral spondylosis without myelopathy, leg pain, sacroiliitis, anemia, tobacco abuse, bronchitis, dehydration, deviated nasal septum, gastroesophageal reflux, hematuria, herpetic ulceration of vulva, hyperlipidemia, pruritus vulvae, alopecia, ovarian cyst, female pelvic peritoneal adhesions, itching, difficulty sleeping, vaginal prolapse, hemostasis and multiparous. Concomitant products included alprazolam, calcium carbonate (calcium), cefalexin (keflex), cyanocobalamin (vitamin b12), hydrochlorothiazide and lorazepam. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced back pain ("back pain"), vaginal discharge ("vaginal discharge"), migraine ("migraine") and headache ("headches"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, migraine, headache and vaginal haemorrhage had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, migraine, headaches. One coils were noted on the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram head - on (B)(6) 2015: 1. No evidence of an intracranial hemorrhage or space occupying process_ 2. Mild frontal atrophy 3. Mild nasal septal deviation to the right. Hepatobiliary scan - on (B)(6) 2008: 1. The gallbladder was demonstrated at a normal time appearance of 35 minutes. 2. Transit time to the small bowel was 15 minutes. 3. There appears to be a normal progressive hepatic clearance at 60 minutes.. Hysterosalpingogram - on (B)(6) 2009: essure confirmation test result : bilateral occlusion.. Pathology test - on (B)(6) 2014: uterus, labeled "endometrial curetting¿s," hysteroscopy with dilation and curettage: - proliferative phase pattern endometrium with intra stromal hemorrhage, negative for hyperplasia, atypia or malignancy. - fragments of benign endo cervix also identified.; on (B)(6) 2016: endometrium, curettage: - weakly proliferative endometrium with prominent, decidualized stroma, consistent with exogenous progestational hormone effect. Ultrasound abdomen - on (B)(6) 2008: the abdominal aorta was identified measuring 2.2cm in its greatest diameter with no aneurysmal effect being noted.; on (B)(6) 2012: the spleen was identified measuring 11.2cm in length times 6.1 cm being normal size with no splenic defects being identified. Imaging over the right and left lobe of the liver, the liver appears to be of normal size. No cystic or solid mass was noted involving either right or left lobe of the liver, no intrahepatic ductal dilatation was noted.; on (B)(6) 2016: abdominal pain and gerd (gastroesophageal reflux disease); on (B)(6) 2016: abdominal pain and gerd (gastroesophageal reflux disease) cholelithiasis without evidence of acute cholecystitis. 2. No biliary ductal dilatation.. Ultrasound pelvis - on (B)(6) 2014: 1. The uterus was identified measuring 9.1 cm x3.8 cm in normal size and anteverted. Endometrial cavity echo thickness is 5.6 mm. The proximal aspect of the right and left essure implants were identified, 2. The right ovary was identified measuring 2.8 cm x1.4 cm. No cystic or solid mass was noted involving the right ovary. 3. The left ovary was identified measuring 3.4 cm x3.5 cm. A 1.6 cm x1.8 cm simple cyst was noted involving the left ovary. 4. I do not identify evidence of free fluid in the cul-de-sac.. X-ray - on (B)(6) 2015: spot fluoroscopic image demonstrates a spinal needle overlying the lower lumbar spine near midline. Contrast material emanates from the needle tip.; on (B)(6) 2015: a spot fluoroscopic image demonstrates a spinal needle overlying an si joint. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, vaginal bleeding, low back pain, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, fatigue, migraine and headache had resolved and the vaginal discharge outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal discharge to be related to essure. The reporter commented: plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: essure confirmation test result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet was received. Previously reported event injury was replaced with new events- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, back pain, menorrhagia, vaginal discharge, fatigue, migraine, headaches. Reporter information, date of birth, lab data were added. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.